Event description:
It was reported that during wrist arthroscopy, stryker shaver blade broke off in patient's wrist twice with two different blades.

Manufacturer narrative:
Additional information will be provided once investigation is completed.